Manufacturer narrative:
This event occurred in (B)(6). The catalog number and serial number of suspect medical device were asked for, but not provided by the customer.

Event description:
The customer reported that they were having issues with imprecision on the alpha 1 - fetoprotein (afp). The patient results were found to be higher for afp when testing samples run after a high patient sample. The customer provided data for approximately two hundred eight samples tested for multiple assays. Some of these samples may not have been involved in this event. Clarification was requested but not provided. Of the two hundred eight samples, fourteen were found to have erroneous results for afp, intact human chorionic gonadotropin plus the ss subunit (hcg+ss), and free triiodothyronine (ft3). Sample one initially resulted as 561.9 iu/ml for afp and this value was reported outside of the laboratory. The sample was repeated and resulted as 2.25 iu/ml for afp. Sample two initially resulted as 18.33 iu/l for hcg+ss on (B)(6) 2013. The sample was repeated on (B)(6) 2013 and resulted as 0.473 iu/l for hcg+ss. Sample three initially resulted as 5.92 iu/l for hcg+ss on (B)(6) 2013. The sample was repeated on (B)(6) 2013 and resulted as 1.81 iu/l for hcg+ss. Sample four initially resulted as 586.4 iu/ml for afp on (B)(6) 2013. The sample was repeated on an e411 analyzer and resulted as 1.59 iu/ml for afp. The sample was repeated a second time on a different e module and resulted as 1.26 iu/ml for afp. Sample five initially resulted as 54.63 iu/ml for afp on (B)(6) 2013. The sample was repeated on an e411 analyzer and resulted as 20.67 iu/ml for afp. The sample was repeated a second time on a different e module and resulted as 18.09 iu/ml for afp. Sample six initially resulted as 69.7 iu/ml for afp on (B)(6) 2013. The sample was repeated on an e411 analyzer and resulted as 3.63 iu/ml for afp. The sample was repeated a second time on a different e module and resulted as 3.07 iu/ml for afp. Sample seven initially resulted as 6.72 pmol/l for ft3 and 1.94 nmol/l for triiodothyronine (t3) on (B)(6) 2013. Sample eight initially resulted as 5.34 pmol/l for ft3 and 1.17 nmol/l for t3 on (B)(6) 2013. Sample nine initially resulted as 5.50 pmol/l for ft3 and 1.48 nmol/l for t3 on (B)(6) 2013. Sample ten initially resulted as 5.10 pmol/l for ft3 and 1.05 nmol/l for t3 on (B)(6) 2013. Sample eleven initially resulted as 4.71 pmol/l for ft3 and 1.04 nmol/l for t3 on (B)(6) 2013. Sample twelve initially resulted as 4.56 pmol/l for ft3 and 1.21 nmol/l for t3 on (B)(6) 2013. Sample thirteen initially resulted as 4.65 pmol/l for ft3 and 1.05 nmol/l for t3 on (B)(6) 2013. Sample fourteen initially resulted as 5.48 pmol/l for ft3 and 1.40 nmol/l for t3 on (B)(6) 2013. It was asked, but is not known if any patients were adversely affected by the event. No adverse events were alleged. The afp reagent lot number was 171866. It was asked, but is not known what the expiration date was for the afp reagent. It was asked, but it is not known what the lot number or expiration date is for the hcg+ss and ft3 reagents. Unless otherwise stated, it was asked, but is not known if any erroneous results were reported outside of the laboratory. A clarification has been requested. Patient sample testing for afp was moved to a different e module analyzer and there have been no further issues with sample results for this assay.

Manufacturer narrative:
The customer has reported that they received an erroneous result for an additional patient sample tested for carbohydrate antigen 19-9 (ca 19-9). This sample initially resulted as 44.34 u/ml. The sample was repeated and resulted as 0.784 u/ml. The sample was repeated a second time and resulted as 0.797 u/ml. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. A clarification has been requested. It was also asked, but it is not known if this patient was adversely affected. A clarification has been requested. The following service activities have been performed on the analyzer in question: half year preventive maintenance has been performed; the sipper nozzle, measuring cell, and black connection tubing have been changed; the reagent probe has been changed; the reagent syringe mechanism has been exchanged with another e module; clean cell control valves sv8, sv10, sv14, and sv16 have been exchanged with another e module; the sample probe mechanism and sample syringe mechanism have been exchanged with another e module; the "do2-e3 pcb board", "eecl pcb board", and "eio2 pcb board" have been exchanged with another e module; all pcb boards in the pcb box, "angpep-ea board", and "pmtshv-e pcb board" have been cleaned of dirt; the "clog" and lld function were checked and are ok; the "h" and "v" mechanical position of the sample probe, reagent, and gripper have been adjusted; the gear pump head has been exchanged with another module; "naclo" solution has been added to the water tank and cycled through the system to clean the flow path.

Manufacturer narrative:
For the patient sample that was tested for ca (B)(4) and initially resulted as 44.34 u/ml, the erroneous result was not reported outside of the laboratory. This patient was not adversely affected. The specific root cause of the issue could not be determined as no further updates were received from the customer. There is likely an issue or several issues related to the analyzer. It was suggested to the customer to check and make sure the they are carrying out liquid flow cleanings at suggested maintenance intervals. It has also been suggested the customer schedule a visit from the field service representative to check the analyzer and if necessary, perform a complete cleaning procedure. The customer was asked to provide additional information for investigation and to determine if the recommended actions resolved the issue. The customer did not provide any additional information for further investigation.

Manufacturer narrative:
A field service representative was at the site on (B)(4) 2014 and adjusted the pre-wash stations again. A precision study for afp was performed on one measuring cell. The precision study performed was within specifications and does not indicate any issue on this measuring cell. It was confirmed that the customer performs liquid flow cleanings once every two weeks. It was suggested to the customer that they may perform this cleaning weekly since they have a high volume of patient samples that may contain high concentrations of protein. It is likely that the issue has been improved by actions performed by the field service representative as no further erroneous results have been reported and the precision study performed is acceptable.